Manufacturer narrative:
510k #: k100974 (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The customer reported that the spectrum turbo-ject antibiotic power injectable PICC (peripherally inserted central catheter) failed at the junction between the catheter and the hub portion of the device. The device was placed in a pediatric patient, and the failure reportedly occurred on (B)(6) 2017. Additional information has been requested from the customer, but none has yet been made available. The device is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control data, specifications and visual inspection/dimensional verification/ functional test of the device was conducted during the investigation. One device was returned. A tear in the extension tubing was noted at the distal end of the orange hub. Evidence of bio-matter was noted on the interior of the device, indicating it was likely used.¿ the length, inner diameter, and outer diameter of the extension tubing all passed dimensional verification. Although the device passed dimensional testing, because the lot number could not be provided, it cannot be determined whether this device was manufactured to specification. However, the device master record shows no indication of any notable gaps in the manufacturing process. Additionally, a document based investigation evaluation was performed. Because the lot number for this device could not be provided, the device history records for the upics-3.0-CT-nt-abrm-1110 spectrum turbo-ject antibiotic power injectable PICC set and its sub-assembly components could not be reviewed. Although the four reported incidents (1820334-2018-00328, 1820334-2018-00329, 1820334-2018-00330 & 1820334-2018-00362 [this complaint] ) occurred within a month of each other at the same user facility, it cannot be confirmed whether each of these failures originated from the same lot number, or if other failures in our complaint management system share any of the same lot numbers. Based on the information provided, the examination of the returned product, and the results of our investigation, the root cause is concluded to be manufacturing related. We will continue to monitor for similar complaints and have notified the proper personnel about this event. This failure mode has been escalated per internal processes.